Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cochlear implant procedure, 2-channel subdermal needle electrodes were used and placed subdermally in the obicularis oculae and obicularis oris. Electrode impedance was checked and passed at the start of the procedure. Tap test performed and worked. The patient¿s baseline emg values in both channels were between 9 - 12uv. When drilling close to the facial nerve, he thinned out the facial recess and exposed 1cm of the nerve. No response/alarm on the monitor from the drilling. He began to poke the nerve with an instrument and again no alarm. The event threshold was set at 100uv. Event capture was turned off and the team watched the monitor - while he was manipulating the facial nerve, no change in the patient's baseline was depicted. It stayed between 9-12uv the whole time. The physician then took out a stimulator and stimulated the facial nerve at 0.8ma to confirm the nerve. Immediately he received a pulse response at 1,360uv, confirming the facial nerve location. When continuing to drill past the nerve, two very small responses at 105uv were elicited. But that was all. He is concerned that the drilling and direct manipulation of the nerve did not evoke a response at all on the nim. Does not want the residents to get a false sense of security relying on the nim when it is not giving the advanced warning that previous generations have. No paralytics or muscle relaxants were used and confirmed with anesthesia. Seeking information from other physician she mentioned turning the emg audio up to 100, and high pass filter to 24 hz.we could not test at these settings as the operation was almost over, so we were going to start the surgery with these settings in the second case. Explained the settings to the physician and he agreed to try these settings. In the second cochlear implant case, 8227410 electrodes were used, setup subdermally. Electrode impedance passed. Tap test performed. Patients' baseline emg values conf irmed between 9-13uv. When drilling and getting close to the nerve, the nim now responded and alarmed as normally anticipated. The surgeon was extremely happy and wanted this setting to be saved for use in the future. There was no patient injury.